Event description:
On (B)(6) 2017 a sales rep reported that two wrist hook dorsal impactor (impct-whd) were found with rust on the grip handle. The nonconforming parts were found upon opening the wrist hook set in the clinical setting. The impct-whd is enclosed in the wrist hook set, the nonconforming part was visible upon opening of the set and was never removed our touched, and the set was immediately closed back up. The entire set was immediately replaced with an entirely new set of parts and tools were used, no adverse events were reported. This is the first time that this type of malfunction has occurred for this part.